Manufacturer narrative:
Additional information: additional product, sensor (B)(4) has also been returned and investigated. The reported reader ((B)(4)) has been returned and investigated. Visual inspection has been performed on both the reader and sensor. No issues were observed. The sensor plug was returned and fully seated. Extracted data from returned sensor using approved software. Sensor found to be in state 1 (indicating initial state). Returned sensor was activated with returned reader. Reader did not display any error message. No malfunction or product deficiency was identified.

Event description:
A customer reported receiving an "unable to scan sensor" message upon using the adc freestyle libre reader. The customer further reported experiencing symptoms of nausea, vomiting, dehydration, and diarrhea and was brought to the emergency room. The customer had contact with a healthcare professional who obtained a glucose reading of "around 400 mg/dl" on an unspecified hcp meter and was diagnosed with hyperglycemia. Furthermore, the customer was administered insulin (dose/type unknown), IV fluid for dehydration, and zofran for her nausea, as treatment. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre reader were reviewed and the dhrs showed the libre reader passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. The date of event is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported receiving an "unable to scan sensor" message upon using the adc freestyle libre reader. The customer further reported experiencing symptoms of nausea, vomiting, dehydration, and diarrhea and was brought to the emergency room. The customer had contact with a healthcare professional who obtained a glucose reading of "around 400 mg/dl" on an unspecified hcp meter and was diagnosed with hyperglycemia. Furthermore, the customer was administered insulin (dose/type unknown), IV fluid for dehydration, and zofran for her nausea, as treatment. There was no report of death or permanent injury associated with this event.